Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Implant date of ipg is unknown at this time.

Event description:
It was reported the patient experienced an infection at the ipg site. To address the issue, the physician explanted the scs system, washed out the infection site and prescribed intravenous (IV) antibiotics for the patient. The infection is believed to have resolved.